Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(4) implanted: (B)(6)2022, product type: lead. Product ID 977a260, serial# (B)(6) implanted: (B)(6) 2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 10-jan-2026, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(6), ubd: 12-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient stated they had been suffering so badly with pain that on february 2nd had a major 6 hour back surgery. Patient said now that they are trying to recover, the surgeon asked them to not use the stimulator. Patient mentioned the last time they were with the programmer they saw the representative (rep) off and on to reprogram them and the representative said one of the leads was broken off. Pt states device is not working correctly and would like to know where she's at and states only one program works for now and needs to have a contact person for the device. Patient tried to call the representative on monday and hasn't received a callback from the representative. Pt states hasn't spoken to the rep for 4-7 months. The patient was redirected to their healthcare provider to further address the issue. Agent sent email to the rep. Pt could not clarify event date.